Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) there was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the patient underwent a coronary procedure on (B)(6) 2012 and was implanted with a 3.5 x 28 mm xience v stent in the right coronary artery. On (B)(6) 2015, the patient expired while at work. The cause of death was reported as a myocardial infarction. It was confirmed by the patient's spouse that the patient was compliant with taking his medication on a regular basis. No autopsy was performed. It was also stated that the patient's spouse tried to contact the cardiologist to request the patient's medical records and was informed that he no longer worked at the hospital. No additional information was provided.